Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the elastic band was wrapped, and the lesion could not be ligated. The procedure was completed with another speedband superview super 7. There were no reported difficulties upon setup of the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. E1: initial reporter facility name the third affiliated (B)(6) hospital. Device evaluation: the speedband superview super 7 was not returned for analysis. The customer provided a picture where it can be observed that the ligator housing has five bands attached to it and two of them are overlapped and broken. Therefore, the reported event of bands failure to deploy was confirmed. Based on the event description and information provided by the customer there is not enough evidence to determine whether the bands failure to deploy was due to the physician's device manipulation during the procedure or related to a device malfunction. With all the available information, boston scientific concludes that the most probable cause assigned is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the elastic band was wrapped, and the lesion could not be ligated. The procedure was completed with another speedband superview super 7. There were no reported difficulties upon setup of the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf code a050501 captures the reportable event of band failure to deploy. E.1.: initial reporter facility name: (B)(6). Correction: d4: model number, d4: catalog number. Device evaluation: the speedband superview super 7 was returned for analysis. During visual and microscopic inspection, it was observed that the ligator housing returned with five bands attached to it and three of the bands were overlapped and damaged. The overlapping and damaged bands were also observed in the customer provided picture. No other problems with the device were noted. Based on all available information, the reported event of bands failure to deploy can be confirmed. This failure mode might be related to the technique used by the physician or the way in which the device was handled when attempting to deploy the bands. It is possible that the way the device was placed, or the tortuosity during the procedure, affected the functionality of the handle when attempting to deploy the bands causing the bands to feel difficult to be deployed. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the elastic band was wrapped, and the lesion could not be ligated. The procedure was completed with another speedband superview super 7. There were no reported difficulties upon setup of the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.